Manufacturer narrative:
Evaluation results: (death) and (presented with a ruptured aneurysm prior to device placement and severely diseased vessels). Conclusion: presented with a ruptured aneurysm prior to device placement and severely diseased vessels). Other - rupture (aneurysm ruptured prior to stent graft placement).

Event description:
An abdominal stent graft system was implanted into a pt for the endovascular treatment of a ruptured abdominal aortic aneurysm. The pt had severely diseased vessels. It was reported that the pt presented to the emergency room with a ruptured aneurysm. The physician elected an endovascular repair for treatment, while the pt was receiving CPR during the case. The physician was unable to cannulate the gate and elected to convert the pt to an aui with a talent cuff. The physician performed a femoral to femoral bypass. It was reported that the pt expired post stent graft implant due to the blood loss from the ruptured aneurysm prior to stent graft implant.